Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context / user error / a potential product quality issue. Is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified calcified artery. The hi-torque bmw universal 190cm guide wire (gw) was difficult to advance, and a guide liner was required to advance the gw. When attempting to advance unspecified balloons on the gw, the gw was noted to be looping (prolapsing) in the aortic root. When the gw was removed the transition point between the stiff part of the gw and the tip was noted to be frayed and the coating was bunched. Another unspecified gw was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.